Manufacturer narrative:
Additional information provided in h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The device history record also confirms that this product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. No sample was returned for root cause evaluation that would have caused or contributed to the reported event, therefore the condition of the product could not be verified. There is no evidence that the custom pak components caused or contributed to this reported event of endophthalmitis. It was noted a damaged syringe that likely occurred post-receipt of sample was returned but would not cause or contribute to the event. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Custom-paks is an assemblage of single-use medical devices and accessories provided to the customer in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported endophthalmitis after a routine cataract surgery with intraocular implant. It was unknown whether the surgery was completed or not. This resulted in the patient losing vision in eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The device history record also confirms that this product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. No sample was returned for root cause evaluation therefore the condition of the product could not be verified. There is no evidence that the custom pak components caused or contributed to this reported event of endophthalmitis. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Custom-paks is an assemblage of single-use medical devices and accessories provided to the customer in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).